Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: maximum access surgery (mas) it was reported that intra-op, set screw had been broken during insertion. The product came in contact with the patient. No fragments of the implant remain in the patient. No patient complications were reported.